Event description:
Report received of an independent rate change while the pump was in clinical use. The pump was programmed to deliver an unspecified concentration of heparin at a rate of 20cc/hr. After an unspecified length of time, the pump gave and unspecified audible alarm. Following unspecified nursing intervention for the alarm situation, it was noted that the rate had changed to 125cc/hr. There was no reported adverse pt effect and no medical intervention required. There was no report of any cell phone usage at the time of the event. Multiple unsuccessful attempts were made to obtain add'l info. Though requested, no further info was available.